Event description:
Alleged issue: the stapler worked initially then "locked up". There were no pt consequences. The pt's condition is reported as fine.

Manufacturer narrative:
DHR review could not be conducted since the lot number was not provided. Device sample received by MFR, but investigation is still underway at time of this report.